Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Note, the customer included the reagent and analyzer as the suspect product. MDR number 3005094123-2018-00045 has been submitted for the reagent and MDR number 1628664-2018-01841 has been submitted for the analyzer.

Event description:
The customer observed falsely elevated beta human chorionic gonadotropin (bhcg) results while using the architect i2000sr analyzer. The following data was provided. (B)(6), specimen 1 initial 334.91 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Specimen 2 (drawn the same day) tested using another analyzer less than 1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service review, labeling review, field data review, and accuracy testing. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed the evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between (B)(6) 2018 and (B)(6) 2018. An internal panel was tested with retained kits of a different lot (85103ui00) and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
Additional patient information was provided and was added to. Adverse event or product problem 5. Describe event or problem. Patient identifier was changed to multiple. An evaluation is in process.

Event description:
The customer corrected the sid for the first patient as (B)(6) instead of (B)(6). The customer provided data for additional patients. Patient 2 (sid (B)(6)) initial less than 1.2 miu/ml (negative), duplicate repeats 82 miu/ml (positive), multiple repeats less than 1.2 miu/ml (negative). Patient 3 (sid (B)(6)) initial less than1.2 miu/ml (negative), duplicate repeats 1835 miu/ml (positive), multiple repeats less than 1.2 miu/ml (negative).